Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed the pump was delivering too much insulin for meals and issuing more corrections, with a blood glucose around 265 mg/dl; reports showed average meal boluses of approximately 20, 17, and 14 units for breakfast, lunch, and dinner, a total daily basal of about 30 units, frequent dinner announcements as less than usual, and recent concerns about infusion set or system leaks; troubleshooting and education were completed and a factory reset was advised, though deferred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, with relevance to the user interface, including incorrect meal size announcements and potential handling contributing to perceived overdosing and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.